Manufacturer narrative:
Legal claim received on 29-jun-2016: the plaintiff was implanted on or about (B)(6) 2011. After being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was diagnosed with endometriosis, adenomyosis, repeat uti (urinary tract infections) and diminished mental capacity after essure (fallopian tube occlusion insert) insertion. The hysterosalpingogram showed that the right essure coil had either stretched at the proximal tip and the coil had split or the proximal tip had broken off (interpreted as device breakage). She was submitted to a hysterectomy. Upon follow up a legal claim was received. These events are unlisted in the reference safety information for essure. In this case, consumer reported several symptoms including dysmenorrhea, menorrhagia and bloating which she related to essure. She also related essure to her uterine fibroids, endometriosis and adenomyosis. Considering consumer's endometriosis/adenomyosis and fibroids as alternative explanation for her symptoms and as essure has a mechanical, local action in fallopian tubes; causality is considered unlikely. Considering the pathophysiology of uti and mental disorders and considering that essure has only a localized action in the fallopian tubes, these events are considered unrelated to essure. Given the nature of a device breakage, it is related to essure. This case is regarded as other reportable incident since device breakage did not lead but could have led to a serious injury under less fortunate circumstances. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information received on 10-oct-2016: updated quality-safety evaluation of ptc received upon follow up information receipt. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (b)4(.) The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was diagnosed with endometriosis, adenomyosis, repeat uti (urinary tract infections) and diminished mental capacity after essure (fallopian tube occlusion insert) insertion. The hysterosalpingogram showed that the right essure coil had either stretched at the proximal tip and the coil had split or the proximal tip had broken off (interpreted as device breakage). She was submitted to a hysterectomy. Upon follow up a legal claim was received. These events are unanticipated based on reference safety information for essure, except device breakage which is anticipated according to technical analysis. In this case, consumer reported several symptoms including dysmenorrhea, menorrhagia and bloating which she related to essure. She also related essure to her uterine fibroids, endometriosis and adenomyosis. Considering consumer's endometriosis/adenomyosis and fibroids as alternative explanation for her symptoms and as essure has a mechanical, local action in fallopian tubes; causality is considered unlikely. Considering the pathophysiology of uti and mental disorders and considering that essure has only a localized action in fhe fallopian tubes, these events are considered unrelated to essure. Given the nature of a device breakage, it is related to essure. This case is regarded as other reportable incident since device breakage did not lead but could have led to a serious injury under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0564, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted on (B)(6) 2011. The consumer had small children. She listed the adverse events she experienced after essure insertion: menorrhagia (extremely heavy menstrual cycle) - the blood flow was increasing monthly; blood clots (width and length of her thumb) which she had never experienced before, reminding her of a miscarriage - she had to use birth control pills to control the flow; severe dysmenorrhea; l5-s1 herniated disc; severe abdominal distention - a sudden occurrence, no matter what she ate or drank, she continued to swell daily, leading to an emergency room visit. Digestion issues and abdominal distention caused nausea and her stomach to shrink, and she lost 10 pounds in 1 month. She also experienced vitamins b12 and d deficiency and low ferritin, which remained low despite supplements, periodic limb movement syndrome (plms), severe fatigue, cystic acne, hair loss on head, dark hair growth in face, headaches, repeated utis (urinary tract infection), uterine fibroids, bacterial vaginosis, discharge, hot flashes, excessive sweating (she used prescription-strength anti-sweat topical medication), constant feeling of a low-grade fever, incontinence when sneezing, weight gain of 20 pounds (despite of change in lifestyle, diet or exercise), endometriosis, and adenomyosis (according to her the oficial diagnosis given to her insurance company for her hysterectomy). The consumer stated she chose to have a hysterectomy performed on 2015 because her body kept deteriorating because of essure. Since the procedure, most of her side effects have disappeared: the digestion issues disappeared, the abdominal distention was gradually decreasing, her hair was no longer falling out, the acne was gone. Because her organs were removed, she no longer had menorrhagia, dysmenorrhea, repeated utis, uterine fibroids, bacterial vaginosis, discharge, hot flashes, excessive sweating, constant feeling of low-grade fever and incontinence when sneezing. Also, she had more energy, was feeling more mentally alert and better physically, but she was still unable to do more than lift a gallon of milk - this action tear her vaginal cuff and she bleeds. Since hysterectomy, her jaw had been popping - the tube inserted for anesthesia for the procedure severely aggravated her jaw. Her way was minutely dislocating and popping back in. Ptc investigation result was received on 11-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up received on 17-feb-2016 from a non-healthcare professional. The consumer also experienced bladder infections, back pain, night sweats, brain fog, stomach swelling (she looked like she was pregnant but she was not), pains in pelvic area, loss of libido, enlarged uterus, unexplained bruising. The consumer received her hysterosalpingogram records and it was immediately apparent that the right essure coil had either stretched at the proximal tip and the coil had split or the proximal tip had broken off. No one told her that both coils were grade 3 only that both of her fallopian tubes were occluded. In addition she was changing her cystic acne side effect reported previously to bartholin cysts. These cysts were always painful. Since her hysterectomy some of her side effects have disappeared, her low vitamin b and low ferritin improved considerably. Unfortunately, the periodic limb movement syndrome has not. Without medication, she was unable to always formulate a sentence by 10 a.m.. Her memory and her thinking skills have suffered. She had two master's degrees and was fluent in chinese. For her to be unable to start a 10 word sentence and be unable to finish it or to remember the date of the birthday of her child was an indication of how much she had deteriorated. She was facing a future of unemployment due to her chronic pain and her diminished mental and physical capacities. She needed to visit the doctor in the morning because she was exhausted in the afternoon. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was diagnosed with endometriosis, adenomyosis, repeat uti (urinary tract infections) and diminished mental capacity after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. These events are unlisted in the reference safety information for essure. In this case, consumer reported several symptoms including dysmenorrhea, menorrhagia and bloating which she related to essure. She also related essure to her uterine fibroids, endometriosis and adenomyosis. The exact cause and pathogenesis of endometriosis/adenomyosis is unclear. Leading theories include metaplasia, immunologic dysfunction, retrograde menstruation through the fallopian tubes, genetics, amongst others. Some of its symptoms include bloating, dysmenorrhea and abnormal or heavy menstrual bleeding. Uterine fibroids can also lead to heavy menstrual bleeding. Treatment options for both conditions include hysterectomy. Considering consumer's endometriosis/adenomyosis and fibroids as alternative explanation for her symptoms and as essure has a mechanical, local action in fallopian tubes; causality is considered very unlikely. Considering the pathophysiology of uti and mental disorders and considering that essure has only a localized action in fhe fallopian tubes, these events are considered unrelated to essure. This case is regarded as other reportable incident since device breakage did not lead but could have led to a serious injury under less fortunate circumstances. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 14-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil had split or the proximal tip had broken off'), fallopian tube perforation ('essure micro inserts were not found to be out of place puncturing the fallopian tube s, they we re not visible.'), selective igg subclass deficiency ('igg selective subclass deficiencies'), endometriosis ('endometriosis'), adenomyosis ('adenomyosis'), urinary tract infection ('repeat utis') and mental impairment ('thinking skills have suffered, diminished mental capacities') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure coil had either stretched at the proximal tip". The patient's medical history included vitamin b12 decreased in 2010, vitamin d low in 2010, miscarriage, lumbar disc herniation, multiparous, multigravida, parity 2, irregular menstruation, low back pain, neurologic disorder nos, abdominal distension, bunionectomy, uterine dilation and curettage, pneumonia and premenopause. Concurrent conditions included anesthesia, vaginal bleeding, neck pain, tendonitis, cervicalgia, urinary frequency, menorrhagia, narcolepsy, sleep disorder, multiple allergies (percocet), bleeding intermenstrual, dysuria, urination difficulty, weight loss and burning micturition. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ibuprofen, modafinil and pramipexole. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"). In 2015, the patient experienced joint dislocation ("since hysterectomy my jaw has been popping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), selective igg subclass deficiency (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant) with dysmenorrhoea, abdominal distension and menorrhagia, adenomyosis (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), the first episode of intervertebral disc protrusion ("l5-s1 herniated disc"), dyspepsia ("digestion issues") with nausea, gastric disorder and abnormal loss of weight, bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, increased tendency to bruise ("unexplained bruising"), vitamin b12 deficiency ("vitamin b12 deficiency") with fatigue, alopecia and pyrexia, vitamin d deficiency ("vitamin d deficiency"), periodic limb movement disorder ("periodic limb movement syndrome"), hirsutism ("dark hair growth on face"), headache ("headaches"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), stress urinary incontinence ("incontinence when sneezing"), cystitis ("bladder infections"), back pain ("back pain"), night sweats ("night sweats"), feeling abnormal ("brain fog"), pelvic pain ("pains in pelvic area"), loss of libido ("loss of libido"), uterine enlargement ("enlarged uterus"), bartholin's cyst ("bartholin cysts") with vulvovaginal pain, memory impairment ("memory skills have suffered, unable to start a 10 word sentence and be unable to finish it or to remember the date of my children"), pain ("chronic pain / severe and persistent pain"), physical deconditioning ("diminished physical capacities"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal bacterial overgrowth ("small intestinal bowel overgrowth"), diverticulum ("diverticulosis"), gastritis ("gastritis"), gluten sensitivity ("gluten intolerance"), galactose intolerance ("lactose intolerance"), carbohydrate intolerance ("oligosaccharides intolerance"), hypersomnia ("daytime hypersomnolence"), narcolepsy ("narcolepsy"), raynaud's phenomenon ("raynauds syndrome"), allodynia ("allodynia (sensitive to light, touch, sound and smell) "), dysphonia ("voice deepening"), gait disturbance ("trouble walking"), tremor ("hand tremors"), dizziness ("lightheadedness"), tooth fracture ("teeth chipping / two teeth have chipped"), acne cystic ("acne / acne cystic"), aphasia ("word confusion"), the second episode of intervertebral disc protrusion ("herniated disc/ l5-s1 herniated disc"), premature menopause ("early menopause") and abdominal distension ("swelly belly") and was found to have serum ferritin decreased ("low ferritin"), uterine leiomyoma ("uterine fibroids") and weight increased ("weight gain"). The patient was treated with hydroxocobalamin (vitamin b12), iron, oral contraceptive nos, vitamin d nos (vitamin d), chiropractic treatment and physical therapy and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on 26-(B)(6) 2015. In 2015, the bacterial vaginosis, hot flush, hyperhidrosis and stress urinary incontinence had resolved. At the time of the report, the device breakage, fallopian tube perforation, selective igg subclass deficiency, adenomyosis, urinary tract infection, dyspepsia, increased tendency to bruise, vitamin d deficiency, hirsutism, headache, uterine leiomyoma, weight increased, cystitis, back pain, night sweats, feeling abnormal, pelvic pain, loss of libido, uterine enlargement, bartholin's cyst, irritable bowel syndrome, gastrointestinal bacterial overgrowth, diverticulum, gastritis, gluten sensitivity, galactose intolerance, hypersomnia, allodynia, dysphonia, gait disturbance, tremor, dizziness, tooth fracture, acne cystic, aphasia, the last episode of intervertebral disc protrusion, premature menopause and migraine outcome was unknown, the endometriosis had resolved, the mental impairment, periodic limb movement disorder, joint dislocation, memory impairment, pain and physical deconditioning had not resolved and the vitamin b12 deficiency and serum ferritin decreased was resolving. The reporter considered abdominal distension, acne cystic, adenomyosis, allodynia, aphasia, back pain, bacterial vaginosis, bartholin's cyst, carbohydrate intolerance, cystitis, device breakage, diverticulum, dizziness, dyspepsia, dysphonia, endometriosis, fallopian tube perforation, feeling abnormal, gait disturbance, galactose intolerance, gastritis, gastrointestinal bacterial overgrowth, gluten sensitivity, headache, hirsutism, hot flush, hyperhidrosis, hypersomnia, increased tendency to bruise, irritable bowel syndrome, joint dislocation, loss of libido, memory impairment, mental impairment, migraine, narcolepsy, night sweats, pain, pelvic pain, periodic limb movement disorder, physical deconditioning, premature menopause, raynaud's phenomenon, selective igg subclass deficiency, serum ferritin decreased, stress urinary incontinence, tooth fracture, tremor, urinary tract infection, uterine enlargement, uterine leiomyoma, vitamin b12 deficiency, vitamin d deficiency, weight increased, the first episode of intervertebral disc protrusion and the second episode of intervertebral disc protrusion to be related to essure. The reporter commented: she mentioned that at time of insertion, she was not advised of any complications or problems that occurred during the procedure. The plaintiff claimed she is not allergic to nickel or to any other component of essure. She claimed she did not experienced a hypersensitivity reaction to nickel or any other component of essure. The plaintiff have not sought medical treatment for the following injuries: diverticulosis, gastritis, lactose intolerance, gluten intolerance, galactan intolerance, oligosaccharides intolerance, raynaud¿s syndrome, allodynia/sensitivity to: light, touch, sound, smell, increasing headaches, when she becomes overwhelming tired her voice noticeably deepens, as in james earl jones type of deep, she has memory lapses, she experience increased difficulty completing a l0-word sentence for example she told her children to change their teeth and brush her clothes, her hand tremors have increased, two teeth have chipped, unexplained bruising, vitamin d deficiency, low vitamin d despite taking vitamin d supplements, and b12 despite taking vitamin b12 supplements, at minimum, acne, cystic acne, bartholin cyst, hair loss on head, word confusion, dark hair growth on face, and bacterial vaginosis discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: diagnosis: tubal occlusion by essure device.; on (B)(6) 2015: results: right essure stretched or broken off. Mammogram - on (B)(6) 2015: bilateral digital screening mammogram with 3-d imaging of both breasts. Impression: extremely dense breasts with no suspicious mammographic finding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, menorrhagia, hypersomnia, periodic limb movement disorder, hirsutism, urinary tract infection, vitamin b12 deficiency, vitamin d deficiency, serum ferritin decreased, back pain, abdominal distension, and raynaud's syndrome. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events swelly belly added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 29-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil had split or the proximal tip had broken off'), fallopian tube perforation ('essure micro inserts were not found to be out of place puncturing the fallopian tube s, they we re not visible.'), selective igg subclass deficiency ('igg selective subclass deficiencies'), endometriosis ('endometriosis'), adenomyosis ('adenomyosis'), urinary tract infection ('repeat utis') and mental impairment ('thinking skills have suffered, diminished mental capacities') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure coil had either stretched at the proximal tip". The patient's medical history included vitamin b12 decreased in 2010, vitamin d low in 2010, miscarriage, lumbar disc herniation, multiparous, multigravida, parity 2, irregular menstruation, low back pain, neurologic disorder nos, abdominal distension, bunionectomy, uterine dilation and curettage, pneumonia and premenopause. Concurrent conditions included anesthesia, vaginal bleeding, neck pain, tendonitis, cervicalgia, urinary frequency, menorrhagia, narcolepsy, sleep disorder, multiple allergies (percocet), bleeding intermenstrual, dysuria, urination difficulty, weight loss and burning micturition. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ibuprofen, modafinil and pramipexole. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"). In 2015, the patient experienced joint dislocation ("since hysterectomy my jaw has been popping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), selective igg subclass deficiency (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant) with dysmenorrhoea, abdominal distension and menorrhagia, adenomyosis (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), the first episode of intervertebral disc protrusion ("l5-s1 herniated disc"), dyspepsia ("digestion issues") with nausea, gastric disorder and abnormal loss of weight, bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, increased tendency to bruise ("unexplained bruising"), vitamin b12 deficiency ("vitamin b12 deficiency") with fatigue, alopecia and pyrexia, vitamin d deficiency ("vitamin d deficiency"), periodic limb movement disorder ("periodic limb movement syndrome"), hirsutism ("dark hair growth on face"), headache ("headaches"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), stress urinary incontinence ("incontinence when sneezing"), cystitis ("bladder infections"), back pain ("back pain"), night sweats ("night sweats"), feeling abnormal ("brain fog"), pelvic pain ("pains in pelvic area"), loss of libido ("loss of libido"), uterine enlargement ("enlarged uterus"), bartholin's cyst ("bartholin cysts") with vulvovaginal pain, memory impairment ("memory skills have suffered, unable to start a 10 word sentence and be unable to finish it or to remember the date of my children"), pain ("chronic pain / severe and persistent pain"), physical deconditioning ("diminished physical capacities"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal bacterial overgrowth ("small intestinal bowel overgrowth"), diverticulum ("diverticulosis"), gastritis ("gastritis"), gluten sensitivity ("gluten intolerance"), galactose intolerance ("lactose intolerance"), carbohydrate intolerance ("oligosaccharides intolerance"), hypersomnia ("daytime hypersomnolence"), narcolepsy ("narcolepsy"), raynaud's phenomenon ("raynauds syndrome"), allodynia ("allodynia (sensitive to light, touch, sound and smell) "), dysphonia ("voice deepening"), gait disturbance ("trouble walking"), tremor ("hand tremors"), dizziness ("lightheadedness"), tooth fracture ("teeth chipping / two teeth have chipped"), acne cystic ("acne / acne cystic"), aphasia ("word confusion"), the second episode of intervertebral disc protrusion ("herniated disc/ l5-s1 herniated disc"), premature menopause ("early menopause") and abdominal distension ("swelly belly") and was found to have serum ferritin decreased ("low ferritin"), uterine leiomyoma ("uterine fibroids") and weight increased ("weight gain"). The patient was treated with hydroxocobalamin (vitamin b12), iron, oral contraceptive nos, vitamin d nos (vitamin d), chiropractic treatment and physical therapy and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the bacterial vaginosis, hot flush, hyperhidrosis and stress urinary incontinence had resolved. At the time of the report, the device breakage, fallopian tube perforation, selective igg subclass deficiency, adenomyosis, urinary tract infection, dyspepsia, increased tendency to bruise, vitamin d deficiency, hirsutism, headache, uterine leiomyoma, weight increased, cystitis, back pain, night sweats, feeling abnormal, pelvic pain, loss of libido, uterine enlargement, bartholin's cyst, irritable bowel syndrome, gastrointestinal bacterial overgrowth, diverticulum, gastritis, gluten sensitivity, galactose intolerance, hypersomnia, allodynia, dysphonia, gait disturbance, tremor, dizziness, tooth fracture, acne cystic, aphasia, the last episode of intervertebral disc protrusion, premature menopause and migraine outcome was unknown, the endometriosis had resolved, the mental impairment, periodic limb movement disorder, joint dislocation, memory impairment, pain and physical deconditioning had not resolved and the vitamin b12 deficiency and serum ferritin decreased was resolving. The reporter considered abdominal distension, acne cystic, adenomyosis, allodynia, aphasia, back pain, bacterial vaginosis, bartholin's cyst, carbohydrate intolerance, cystitis, device breakage, diverticulum, dizziness, dyspepsia, dysphonia, endometriosis, fallopian tube perforation, feeling abnormal, gait disturbance, galactose intolerance, gastritis, gastrointestinal bacterial overgrowth, gluten sensitivity, headache, hirsutism, hot flush, hyperhidrosis, hypersomnia, increased tendency to bruise, irritable bowel syndrome, joint dislocation, loss of libido, memory impairment, mental impairment, migraine, narcolepsy, night sweats, pain, pelvic pain, periodic limb movement disorder, physical deconditioning, premature menopause, raynaud's phenomenon, selective igg subclass deficiency, serum ferritin decreased, stress urinary incontinence, tooth fracture, tremor, urinary tract infection, uterine enlargement, uterine leiomyoma, vitamin b12 deficiency, vitamin d deficiency, weight increased, the first episode of intervertebral disc protrusion and the second episode of intervertebral disc protrusion to be related to essure. The reporter commented: she mentioned that at time of insertion, she was not advised of any complications or problems that occurred during the procedure. The plaintiff claimed she is not allergic to nickel or to any other component of essure. She claimed she did not experienced a hypersensitivity reaction to nickel or any other component of essure. The plaintiff have not sought medical treatment for the following injuries: diverticulosis, gastritis, lactose intolerance, gluten intolerance, galactan intolerance, oligosaccharides intolerance, raynaud¿s syndrome, allodynia/sensitivity to: light, touch, sound, smell, increasing headaches, when she becomes overwhelming tired her voice noticeably deepens, as in james earl jones type of deep, she has memory lapses, she experience increased difficulty completing a l0-word sentence for example she told her children to change their teeth and brush her clothes, her hand tremors have increased, two teeth have chipped, unexplained bruising, vitamin d deficiency, low vitamin d despite taking vitamin d supplements, and b12 despite taking vitamin b12 supplements, at minimum, acne, cystic acne, bartholin cyst, hair loss on head, word confusion, dark hair growth on face, and bacterial vaginosis discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: diagnosis: tubal occlusion by essure device.; on (B)(6) 2015: results: right essure stretched or broken off. Mammogram - on (B)(6) 2015: bilateral digital screening mammogram with 3-d imaging of both breasts. Impression: extremely dense breasts with no suspicious mammographic finding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, menorrhagia, hypersomnia, periodic limb movement disorder, hirsutism, urinary tract infection, vitamin b12 deficiency, vitamin d deficiency, serum ferritin decreased, back pain, abdominal distension, and raynaud's syndrome. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Other reportable incident - device breakage - malfunction this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted on (B)(6) 2011. The consumer had small children. She listed the adverse events she experienced after essure insertion: menorrhagia (extremely heavy menstrual cycle) - the blood flow was increasing monthly; blood clots (width and length of her thumb) which she had never experienced before, reminding her of a miscarriage - she had to use birth control pills to control the flow; severe dysmenorrhea; l5-s1 herniated disc; severe abdominal distention - a sudden occurrence, no matter what she ate or drank, she continued to swell daily, leading to an emergency room visit. Digestion issues and abdominal distention caused nausea and her stomach to shrink, and she lost 10 pounds in 1 month. She also experienced vitamins b12 and d deficiency and low ferritin, which remained low despite supplements, periodic limb movement syndrome (plms), severe fatigue, cystic acne, hair loss on head, dark hair growth in face, headaches, repeated utis (urinary tract infection), uterine fibroids, bacterial vaginosis, discharge, hot flashes, excessive sweating (she used prescription-strength anti-sweat topical medication), constant feeling of a low-grade fever, incontinence when sneezing, weight gain of 20 pounds (despite of change in lifestyle, diet or exercise), endometriosis, and adenomyosis (according to her the oficial diagnosis given to her insurance company for her hysterectomy). The consumer stated she chose to have a hysterectomy performed on 2015 because her body kept deteriorating because of essure. Since the procedure, most of her side effects have disappeared: the digestion issues disappeared, the abdominal distention was gradually decreasing, her hair was no longer falling out, the acne was gone. Because her organs were removed, she no longer had menorrhagia, dysmenorrhea, repeated utis, uterine fibroids, bacterial vaginosis, discharge, hot flashes, excessive sweating, constant feeling of low-grade fever and incontinence when sneezing. Also, she had more energy, was feeling more mentally alert and better physically, but she was still unable to do more than lift a gallon of milk - this action tear her vaginal cuff and she bleeds. Since hysterectomy, her jaw had been popping - the tube inserted for anesthesia for the procedure severely aggravated her jaw. Her way was minutely dislocating and popping back in. Ptc investigation result was received on 11-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up received on 17-feb-2016 from a non-healthcare professional. The consumer also experienced bladder infections, back pain, night sweats, brain fog, stomach swelling (she looked like she was pregnant but she was not), pains in pelvic area, loss of libido, enlarged uterus, unexplained bruising. The consumer received her hysterosalpingogram records and it was immediately apparent that the right essure coil had either stretched at the proximal tip and the coil had split or the proximal tip had broken off. No one told her that both coils were grade 3 only that both of her fallopian tubes were occluded. In addition she was changing her cystic acne side effect reported previously to bartholin cysts. These cysts were always painful. Since her hysterectomy some of her side effects have disappeared, her low vitamin b and low ferritin improved considerably. Unfortunately, the periodic limb movement syndrome has not. Without medication, she was unable to always formulate a sentence by 10 a.m.. Her memory and her thinking skills have suffered. She had two master's degrees and was fluent in chinese. For her to be unable to start a 10 word sentence and be unable to finish it or to remember the date of the birthday of her child was an indication of how much she had deteriorated. She was facing a future of unemployment due to her chronic pain and her diminished mental and physical capacities. She needed to visit the doctor in the morning because she was exhausted in the afternoon. Legal claim received on 29-jun-2016: the plaintiff was implanted on or about (B)(6) 2011. After being implanted with essure, she suffered from severe and permanent injuries. Follow up information received on 10-oct-2016: updated quality-safety evaluation of ptc received upon follow up information receipt. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4) the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 04-dec-2017: plaintiff fact sheet and medical records of patient were received. The following events were added: irritable bowel syndrome; diverticulosis; small intestinal bowel overgrowth; gastritis; lactose intolerance; gluten intolerance; oligosaccharides intolerance; daytime hypersomnolence; narcolepsy; raynauds syndrome; igg selective subclass deficiencies; allodynia (sensitive to light, touch, sound and smell); voice deepening; trouble walking; acne / acne cystic; teeth chipping / two teeth have chipped; hand tremors; lightheadedness; severe and persistent pain; and migraines. She mentioned that at time of insertion, she was not advised of any complications or problems that occurred during the procedure. The plaintiff claimed she is not allergic to nickel or to any other component of essure. She claimed she did not experienced a hypersensitivity reaction to nickel or any other component of essure. The plaintiff have not sought medical treatment for the following injuries: diverticulosis, gastritis, lactose intolerance, gluten intolerance, galactan intolerance, oligosaccharides intolerance, raynaud¿s syndrome, allodynia/sensitivity to: light, touch, sound, smell, increasing headaches, when she becomes overwhelming tired her voice noticeably deepens, as in james earl jones type of deep, she has memory lapses, she experience increased difficulty completing a l0-word sentence for example she told her children to change their teeth and brush her clothes, her hand tremors have increased, two teeth have chipped, unexplained bruising, vitamin d deficiency, low vitamin d despite taking vitamin d supplements, and b12 despite taking vitamin b12 supplements, at minimum, acne, cystic acne, bartholin cyst, hair loss on head, word confusion, dark hair growth on face, and bacterial vaginosis discharge. On (B)(6) 2015, she underwent robotic hysterectomy aka davinci robotic surgery; bilateral salpingectomy: removal of uterus, both fallopian tubes and cervix. Her injuries went away for about 3 or 4 months after the essure was removed, however they returned and continue at the time of the report. Pathology report showed: endometrium: inactive, myometrium: leiomomas, cervix: unmarkable, benign bilateral fallopian tubes with essure coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, menorrhagia, hypersomnia, periodic limb movement disorder, hirsutism, urinary tract infection, vitamin b12 deficiency, vitamin d deficiency, serum ferritin decreased, back pain, abdominal distension, and raynaud's syndrome. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0564) on 14-aug-2015. The most recent information was received on 07-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil had split or the proximal tip had broken off"), fallopian tube perforation ("essure micro inserts were not found to be out of place puncturing the fallopian tube s, they we re not visible."), selective igg subclass deficiency ("igg selective subclass deficiencies"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), urinary tract infection ("repeat utis") and mental impairment ("thinking skills have suffered, diminished mental capacities") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure coil had either stretched at the proximal tip". The patient's medical history included miscarriage, lumbar disc herniation, multiparous, vitamin b12 decreased in 2010, vitamin d low in 2010, multigravida, parity 2, irregular menstruation, low back pain, neurologic disorder nos, abdominal distension, bunionectomy, uterine dilation and curettage, pneumonia and premenopause. Concurrent conditions included anesthesia, vaginal bleeding, neck pain, tendonitis, cervicalgia, urinary frequency, menorrhagia, narcolepsy, sleep disorder, multiple allergies (percocet), bleeding intermenstrual, dysuria, urination difficulty, weight loss and burning micturition. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ibuprofen, modafinil and pramipexole. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"). In 2015, the patient experienced joint dislocation ("since hysterectomy my jaw has been popping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), selective igg subclass deficiency (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant) with dysmenorrhoea, abdominal distension and menorrhagia, adenomyosis (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), the first episode of intervertebral disc protrusion ("l5-s1 herniated disc"), dyspepsia ("digestion issues") with nausea, gastric disorder and abnormal loss of weight, bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, increased tendency to bruise ("unexplained bruising"), vitamin b12 deficiency ("vitamin b12 deficiency") with fatigue, alopecia and pyrexia, vitamin d deficiency ("vitamin d deficiency"), periodic limb movement disorder ("periodic limb movement syndrome"), hirsutism ("dark hair growth on face"), headache ("headaches"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), stress urinary incontinence ("incontinence when sneezing"), cystitis ("bladder infections"), back pain ("back pain"), night sweats ("night sweats"), feeling abnormal ("brain fog"), pelvic pain ("pains in pelvic area"), loss of libido ("loss of libido"), uterine enlargement ("enlarged uterus"), bartholin's cyst ("bartholin cysts") with vulvovaginal pain, memory impairment ("memory skills have suffered, unable to start a 10 word sentence and be unable to finish it or to remember the date of my children"), pain ("chronic pain / severe and persistent pain"), physical deconditioning ("diminished physical capacities"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal bacterial overgrowth ("small intestinal bowel overgrowth"), diverticulum ("diverticulosis"), gastritis ("gastritis"), gluten sensitivity ("gluten intolerance"), galactose intolerance ("lactose intolerance"), carbohydrate intolerance ("oligosaccharides intolerance"), hypersomnia ("daytime hypersomnolence"), narcolepsy ("narcolepsy"), raynaud's phenomenon ("raynauds syndrome"), allodynia ("allodynia (sensitive to light, touch, sound and smell) "), dysphonia ("voice deepening"), gait disturbance ("trouble walking"), tremor ("hand tremors"), dizziness ("lightheadedness"), tooth fracture ("teeth chipping / two teeth have chipped"), acne cystic ("acne / acne cystic"), aphasia ("word confusion"), the second episode of intervertebral disc protrusion ("herniated disc/ l5-s1 herniated disc") and premature menopause ("early menopause") and was found to have serum ferritin decreased ("low ferritin"), uterine leiomyoma ("uterine fibroids") and weight increased ("weight gain"). The patient was treated with hydroxocobalamin (vitamin b12), iron, oral contraceptive nos, vitamin d nos (vitamin d), chiropractic treatment and physical therapy and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the bacterial vaginosis, hot flush, hyperhidrosis and stress urinary incontinence had resolved. At the time of the report, the device breakage, fallopian tube perforation, selective igg subclass deficiency, adenomyosis, urinary tract infection, dyspepsia, increased tendency to bruise, vitamin d deficiency, hirsutism, headache, uterine leiomyoma, weight increased, cystitis, back pain, night sweats, feeling abnormal, pelvic pain, loss of libido, uterine enlargement, bartholin's cyst, irritable bowel syndrome, gastrointestinal bacterial overgrowth, diverticulum, gastritis, gluten sensitivity, galactose intolerance, hypersomnia, allodynia, dysphonia, gait disturbance, tremor, dizziness, tooth fracture, acne cystic, aphasia, the last episode of intervertebral disc protrusion, premature menopause and migraine outcome was unknown, the endometriosis had resolved, the mental impairment, periodic limb movement disorder, joint dislocation, memory impairment, pain and physical deconditioning had not resolved and the vitamin b12 deficiency and serum ferritin decreased was resolving. The reporter considered acne cystic, adenomyosis, allodynia, aphasia, back pain, bacterial vaginosis, bartholin's cyst, carbohydrate intolerance, cystitis, device breakage, diverticulum, dizziness, dyspepsia, dysphonia, endometriosis, fallopian tube perforation, feeling abnormal, gait disturbance, galactose intolerance, gastritis, gastrointestinal bacterial overgrowth, gluten sensitivity, headache, hirsutism, hot flush, hyperhidrosis, hypersomnia, increased tendency to bruise, irritable bowel syndrome, joint dislocation, loss of libido, memory impairment, mental impairment, migraine, narcolepsy, night sweats, pain, pelvic pain, periodic limb movement disorder, physical deconditioning, premature menopause, raynaud's phenomenon, selective igg subclass deficiency, serum ferritin decreased, stress urinary incontinence, tooth fracture, tremor, urinary tract infection, uterine enlargement, uterine leiomyoma, vitamin b12 deficiency, vitamin d deficiency, weight increased, the first episode of intervertebral disc protrusion and the second episode of intervertebral disc protrusion to be related to essure. The reporter commented: she mentioned that at time of insertion, she was not advised of any complications or problems that occurred during the procedure. The plaintiff claimed she is not allergic to nickel or to any other component of essure. She claimed she did not experienced a hypersensitivity reaction to nickel or any other component of essure. The plaintiff have not sought medical treatment for the following injuries: diverticulosis, gastritis, lactose intolerance, gluten intolerance, galactan intolerance, oligosaccharides intolerance, raynaud¿s syndrome, allodynia/sensitivity to: light, touch, sound, smell, increasing headaches, when she becomes overwhelming tired her voice noticeably deepens, as in james earl jones type of deep, she has memory lapses, she experience increased difficulty completing a l0-word sentence for example she told her children to change their teeth and brush her clothes, her hand tremors have increased, two teeth have chipped, unexplained bruising, vitamin d deficiency, low vitamin d despite taking vitamin d supplements, and b12 despite taking vitamin b12 supplements, at minimum, acne, cystic acne, bartholin cyst, hair loss on head, word confusion, dark hair growth on face, and bacterial vaginosis discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: diagnosis: tubal occlusion by essure device.; on (B)(6) 2015: results: right essure stretched or broken off. Mammogram on (B)(6) 2015: bilateral digital screening mammogram with 3-d imaging of both breasts. Impression: extremely dense breasts with no suspicious mammographic finding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, menorrhagia, hypersomnia, periodic limb movement disorder, hirsutism, urinary tract infection, vitamin b12 deficiency, vitamin d deficiency, serum ferritin decreased, back pain, abdominal distension, and raynaud's syndrome. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended on 14-mar-2019 for the following reason: ccc updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil had split or the proximal tip had broken off"), fallopian tube perforation ("essure micro inserts were not found to be out of place puncturing the fallopian tube s, they we re not visible."), selective igg subclass deficiency ("igg selective subclass deficiencies"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), urinary tract infection ("repeat utis") and mental impairment ("thinking skills have suffered, diminished mental capacities") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure coil had either stretched at the proximal tip". The patient's medical history included miscarriage, lumbar disc herniation, multiparous, vitamin b12 decreased in (B)(6), vitamin d low in (B)(6), multigravida, parity 2, irregular menstruation, low back pain, neurologic disorder nos, abdominal distension, bunionectomy, uterine dilation and curettage, pneumonia and premenopause. Concurrent conditions included anesthesia, vaginal bleeding, neck pain, tendonitis, cervicalgia, urinary frequency, menorrhagia, narcolepsy, sleep disorder, multiple allergies (percocet), bleeding intermenstrual, dysuria, urination difficulty, weight loss and burning micturition. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ibuprofen, modafinil and pramipexole. On (B)(6)2011, the patient had essure inserted. In (B)(6), the patient experienced migraine ("migraines"). In (B)(6), the patient experienced joint dislocation ("since hysterectomy my jaw has been popping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), selective igg subclass deficiency (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant) with dysmenorrhoea, abdominal distension and menorrhagia, adenomyosis (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), the first episode of intervertebral disc protrusion ("l5-s1 herniated disc"), dyspepsia ("digestion issues") with nausea, gastric disorder and abnormal loss of weight, bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, increased tendency to bruise ("unexplained bruising"), vitamin b12 deficiency ("vitamin b12 deficiency") with fatigue, alopecia and pyrexia, vitamin d deficiency ("vitamin d deficiency"), periodic limb movement disorder ("periodic limb movement syndrome"), hirsutism ("dark hair growth on face"), headache ("headaches"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), stress urinary incontinence ("incontinence when sneezing"), cystitis ("bladder infections"), back pain ("back pain"), night sweats ("night sweats"), feeling abnormal ("brain fog"), pelvic pain ("pains in pelvic area"), loss of libido ("loss of libido"), uterine enlargement ("enlarged uterus"), bartholin's cyst ("bartholin cysts") with vulvovaginal pain, memory impairment ("memory skills have suffered, unable to start a 10 word sentence and be unable to finish it or to remember the date of my children"), pain ("chronic pain / severe and persistent pain"), physical deconditioning ("diminished physical capacities"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal bacterial overgrowth ("small intestinal bowel overgrowth"), diverticulum ("diverticulosis"), gastritis ("gastritis"), gluten sensitivity ("gluten intolerance"), galactose intolerance ("lactose intolerance"), carbohydrate intolerance ("oligosaccharides intolerance"), hypersomnia ("daytime hypersomnolence"), narcolepsy ("narcolepsy"), raynaud's phenomenon ("raynauds syndrome"), allodynia ("allodynia (sensitive to light, touch, sound and smell) "), dysphonia ("voice deepening"), gait disturbance ("trouble walking"), tremor ("hand tremors"), dizziness ("lightheadedness"), tooth fracture ("teeth chipping / two teeth have chipped"), acne cystic ("acne / acne cystic"), aphasia ("word confusion"), the second episode of intervertebral disc protrusion ("herniated disc/ l5-s1 herniated disc") and premature menopause ("early menopause") and was found to have serum ferritin decreased ("low ferritin"), uterine leiomyoma ("uterine fibroids") and weight increased ("weight gain"). The patient was treated with hydroxocobalamin (vitamin b12), iron, oral contraceptive nos, vitamin d nos (vitamin d), chiropractic treatment and physical therapy and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. In (B)(6), the bacterial vaginosis, hot flush, hyperhidrosis and stress urinary incontinence had resolved. At the time of the report, the device breakage, fallopian tube perforation, selective igg subclass deficiency, adenomyosis, urinary tract infection, dyspepsia, increased tendency to bruise, vitamin d deficiency, hirsutism, headache, uterine leiomyoma, weight increased, cystitis, back pain, night sweats, feeling abnormal, pelvic pain, loss of libido, uterine enlargement, bartholin's cyst, irritable bowel syndrome, gastrointestinal bacterial overgrowth, diverticulum, gastritis, gluten sensitivity, galactose intolerance, hypersomnia, allodynia, dysphonia, gait disturbance, tremor, dizziness, tooth fracture, acne cystic, aphasia, the last episode of intervertebral disc protrusion, premature menopause and migraine outcome was unknown, the endometriosis had resolved, the mental impairment, periodic limb movement disorder, joint dislocation, memory impairment, pain and physical deconditioning had not resolved and the vitamin b12 deficiency and serum ferritin decreased was resolving. The reporter considered acne cystic, adenomyosis, allodynia, aphasia, back pain, bacterial vaginosis, bartholin's cyst, carbohydrate intolerance, cystitis, device breakage, diverticulum, dizziness, dyspepsia, dysphonia, endometriosis, fallopian tube perforation, feeling abnormal, gait disturbance, galactose intolerance, gastritis, gastrointestinal bacterial overgrowth, gluten sensitivity, headache, hirsutism, hot flush, hyperhidrosis, hypersomnia, increased tendency to bruise, irritable bowel syndrome, joint dislocation, loss of libido, memory impairment, mental impairment, migraine, narcolepsy, night sweats, pain, pelvic pain, periodic limb movement disorder, physical deconditioning, premature menopause, raynaud's phenomenon, selective igg subclass deficiency, serum ferritin decreased, stress urinary incontinence, tooth fracture, tremor, urinary tract infection, uterine enlargement, uterine leiomyoma, vitamin b12 deficiency, vitamin d deficiency, weight increased, the first episode of intervertebral disc protrusion and the second episode of intervertebral disc protrusion to be related to essure. The reporter commented: she mentioned that at time of insertion, she was not advised of any complications or problems that occurred during the procedure. The plaintiff claimed she is not allergic to nickel or to any other component of essure. She claimed she did not experienced a hypersensitivity reaction to nickel or any other component of essure. The plaintiff have not sought medical treatment for the following injuries: diverticulosis, gastritis, lactose intolerance, gluten intolerance, galactan intolerance, oligosaccharides intolerance, raynaud¿s syndrome, allodynia/sensitivity to: light, touch, sound, smell, increasing headaches, when she becomes overwhelming tired her voice noticeably deepens, as in james earl jones type of deep, she has memory lapses, she experience increased difficulty completing a l0-word sentence for example she told her children to change their teeth and brush her clothes, her hand tremors have increased, two teeth have chipped, unexplained bruising, vitamin d deficiency, low vitamin d despite taking vitamin d supplements, and b12 despite taking vitamin b12 supplements, at minimum, acne, cystic acne, bartholin cyst, hair loss on head, word confusion, dark hair growth on face, and bacterial vaginosis discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: diagnosis: tubal occlusion by essure device.; on (B)(6) 2015: results: right essure stretched or broken off. Mammogram - on (B)(6)2015: bilateral digital screening mammogram with 3-d imaging of both breasts. Impression: extremely dense breasts with no suspicious mammographic finding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, menorrhagia, hypersomnia, periodic limb movement disorder, hirsutism, urinary tract infection, vitamin b12 deficiency, vitamin d deficiency, serum ferritin decreased, back pain, abdominal distension, and raynaud's syndrome. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended on (B)(6)2019 for the following reason: ccc updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.